Manufacturer narrative:
Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that approximately 11 months post a stenting treatment procedure, restenosis occurred. The carotid wallstent was implanted in (B)(6) 2009. The patient presented with restenotic episodes in (B)(6) 2010. The patient was given a routine follow up duplex ultrasound which indicated restenosis at the distal end of the stent. It was noted that flow velocities were severely accelerated. An angiogram revealed moderate distal restenosis with a significant narrowing at the distal edge of the stent and the non-stented vasculature. The physician noted that the wallstent was apposed to the vessel wall and that a vessel dissection may have occurred distal to the wallstent. The physician thought the dissection may have occurred due to the 'stiffness of the wallstent". The length of the dissection was not measured. The physician advanced another manufacturer's stent in the intended location and deployed the stent in the restenosed lesion and over the possible dissection. The stented area was post-dilated with a good angiographic result. No further patient complications were noted and the patient's status was reported as stable with no neurological changes.